Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery shut down overnight. The contact stated the pump battery might be depleting quickly. The customer¿s blood glucose (bg) level was 300 (mg/dl) with ketones. A manual injection was delivered to address bg level.